Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information indicated that the physician noted signs of infection upon pocket evacuation and elected to explant the product. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.